Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with questions regarding shock advisory decisions in AED mode during a patient event. The involved patient died.

Manufacturer narrative:
The device was tested by a philips bench technician. The reported issue could not be reproduced. The device was set up to run for 24 hours and tested on a simulator and shocked as expected. There were no associated errors in the device logs. The therapy cable was further evaluated by a quality engineer. The therapy cable successfully delivered ten shocks into the test load without failure. The printed ECG strips provided by (B)(6) hospital were reviewed by philips¿ clinicians. The strips began at 17:40:?? (Information cut off on provided strip) and the code ended at "18:17" as indicated by a handwritten note on the ECG strips. There were a total of 5 "no shock advised" decisions. For the ECG strip at 17:55:45, there is a handwritten notation on the ECG strip (of the analysis period) that says ¿vfib¿, written in by the customer. This presenting rhythm was a fine vf with two wide deflections from baseline during the analysis period. The timing of the analysis period is difficult to fully determine from the printed strips provided by the customer as they are not continuous strips. The other ¿no shock advised¿ decisions were for rhythms that included noise/artifact or asystole. The rhythms for which the algorithm provided a "no shock advised" message did not meet the criteria for a shockable rhythm. The heartstart xl instructions for use describe shockable rhythms as "ventricular fibrillation with amplitude >100 ¿v and shockable wide-complex tachycardias. Shockable tachycardias include wide-complex rhythms of ventricular or unknown origin with heart rate greater than 150 bpm and polymorphic ventricular tachycardia at any heart rate (IFU edition 7, page 13-5). The device passed all required testing and was returned to the customer site. There is no information to support that a malfunction of the device occurred.

Event description:
The customer contacted philips with questions regarding shock advisory decisions in AED mode during a patient event. The customer reported that the device did not advise a shock for what they interpreted as "vfib". The involved patient died.